Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a MFR date. Lancing devices are also not 510 (k) cleared.

Event description:
The advocate was not able to eject the lancet from her husband's microlet2 lancing device. She accidentally stuck herself when trying to pull it out manually. No add'l info was provided about the event. Product was replaced and the advocate was asked to return her husband's device for eval.